Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient's device was implanted for back pain. Since implant, the patient has continued to have back pain due to the "cushioning dissolving between their disks". It was reported the patient had back surgery in (B)(6) 2017, which was confirmed to not be due to the device/therapy but rather to fix the discs in their back. It was noted the combination of the back surgery and the use of their ins has given the patient good symptom improvement for their back and they don't need to use their ins every day. On (B)(6) 2018, the patient saw the end replacement indicator (eri) message on their programmer. During the call on (B)(6) 2018, the eri message was bypassed to get to the therapy screen. A "poor communication" screen was then displayed, and was resolved by having the patient reposition the programmer antenna. Then it was reported that an end of service (eos) message was displayed, which was the first time it was seen by the patient. It was noted the patient has had their ins turned off for the five days prior to the call. The patient thought their ins was supposed to last 3-5 years; it was noted there was dissatisfaction with the longevity of the ins, and that the patient has their settings turned up high. They were redirected to the doctor to address the eos message. There were no symptoms reported related to the device/therapy. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the cushioning between their spinal cord dissolving was an issue prior to receiving their ins- they had the problem for years and noted that the implant helped. There were no problems/symptoms associated with the eos message. The patient reported the battery was just dead when they tried to turn the device on. The patient saw a physician and have an appointment with their doctor who implanted the device on (B)(6) 2018. The cause of the eos was that the patient had the battery for a good three to five years; they had to turn the device up high and therefore the battery died sooner. The patient's scheduled doctor appointment was to talk about a new battery implant. No further complications reported.